Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01093. It was reported the patient's scs system stimulation therapy effectiveness changed a few weeks ago. X-rays taken confirmed the patient's scs right lead migrated from t7 to t2. Reprogramming of the patient's scs system was performed but the issue persisted. Subsequently, surgical intervention was taken and the patient's right lead was repositioned back to t7. In addition, the physician re-anchored the lead in the original placement. The patient reported receiving effective pain relief postoperatively.